Event description:
It was reported that the insulin pump had a frozen display. There is no response from the buttons. No advancement of the time. After reinsertion of the battery, the insulin pump alarms but there is no display on the screen. Advised that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.